Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a thoracoscopy procedure. Reportedly, the device was difficult to remove from tissue. No pt injury reported.